Manufacturer narrative:
Software investigation completed. Findings are that there is an issue with how snug the frame attachment is, resulting in slight movement. Software functioning as designed.

Event description:
A medtronic representative reported problems with tracking after a successful patient registration, in an ent procedure. The site uses an old reference frame and a passive planer blunt during procedures. The medtronic representative stated the geometry error is below tolerance for both the frame and the instrument and both are seen clearly by the camera. Observations are that navigation is "consistently off 2mm to the left" using this method. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the patient outcome.